Manufacturer narrative:
The reported events of high capture threshold and r-wave amplitude variation were not confirmed by analysis. As received, a partial lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient presented at the hospital for a right ventricular (rv) lead revision due to high capture threshold and variations in r-wave amplitude. The patient's rv lead was explanted and successfully replaced. The patient experienced no consequences.